Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 24-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 064 alarms. The returned battery cap was found to be undamaged and able to properly secure to the pump.  Moisture was observed in the battery compartment. During investigation, a call service 078 alarm was produced upon the first rewind attempt. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a call service alarm issue with moisture ingress in the battery compartment. This report is made based on results of investigation completed on  24-may-2018.